Event description:
It has been reported via professional education manager that during a demo ((B)(6) 2012) it was detected that: "when inserting the targeting arm marketing people discovered a malalignment with the most distal hole of the tibia plate". It has been reported via marketing that "she can not assure the correct alignment of the arm with the plate distally".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated product - (B)(4) targeting arm prox. Lat. Tibia right lot kp326924, (B)(4) adapter nut lot k242670.